Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 40 mmol/l (720 mg/dl) while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, thirst, nausea and urinary frequency. The patient was treated with intravenous fluids and some other medications the patient cannot recall. The pod was removed at the hospital and discarded. The patient was released 2 days later, (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.